Event description:
Clinic notes were received indicating that the vns patient had previously experienced an increase in seizures when he was living in florida. The patient had moved to iowa and the notes indicate that the patient had a seizure every 2-3 months when the patient forgot to take his medications. The patient did well when he took his medications and his magnet was effective. Diagnostic results showed normal device function during an office visit on (B)(6) 2014. It was noted that the patient¿s complex partial seizures were well-controlled with vns and his current medication regiment. Attempts for additional relevant information have been unsuccessful to date.